Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had air bubbles. Customer's blood glucose reading was 134 mg/dl. Customer declined troubleshoot for air bubbles issue. Product will not return for analysis.